Manufacturer narrative:
Isi has requested the 30 degree endoscope involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's complaint history identified patient identifier # (B)(6) was related to patient identifier# (B)(6). A review of the endoscope log for the 30 degree endoscope (part number 470057-08/ sequence number 10057957) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022 via system# sk2522. The alleged endoscope had 1956 uses remaining after the last procedural use. This complaint is being reported as a malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope image was flipped and had mechanical issue. The procedure was completed with no reported injury. The da vinci x/xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-july-2022: the first event occurred on (B)(6) 2022 where the customer tried all troubleshooting steps with the help of dvstat. The customer tried the alleged endoscope on (B)(6) 2022 to check whether the issue was still existing. As soon as the endoscope was installed, it got flipped then the procedure was completed with the spare endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer's reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.